Manufacturer narrative:
Should additional information become available this event will be updated.

Manufacturer narrative:
A revision procedure took place. The setscrews of the device appeared loose. Upon re-tightening the setscrews normal shocking impedances were noted and both the device and lead remained implanted.

Manufacturer narrative:
Additional information received noted that the out of range shocking impedances remain and a possible set screw issue was suspected by the physician. A revision will be performed.

Event description:
Boston scientific received information that out of range shock impedances were noted on the right ventricular (rv) lead associated with this cardiac resynchronization therapy defibrillator. Technical services discussed performing a max energy shock to sent the intendances and lead integrity or an invasive procedure. In additional technical services discussed a possible connection issue or a conductor issue. At this time the device and lead remain implanted. No adverse patient effects were reported.